Manufacturer narrative:
Visual and dimensional inspections were performed on the returned guide wire, and the reported separation was confirmed. The reported prolapse, difficulty to advance/position and difficulty to remove were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaint reported from this lot. There was no damage noted to the guide wire during the inspection prior to preparation of the wire which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.

Event description:
Additional reported information indicates that the procedure was to treat a 90% stenosed lesion in the tortuous anterior tibial artery. Resistance was noted with the anatomy and guiding catheter during advancement, and resistance with the anatomy was noted during withdrawal. The guide wire was prolapsed until it reached the occlusion. The tip was not removed and a portion remains stuck in the vessel.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion below the knee. When the procedure was completed and the ht command guide wire was removed, the distal tip had a loop and the last 2 cm of the tip had separated and remained in the patient anatomy. There was no reported treatment. There was no reported clinically significant delay in the procedure. No additional information was provided.